Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms during bolus delivery. Customer resolved the occlusion alarms by changing pump supplies and resumed insulin delivery. The customer's blood glucose was 274 mg/dl.